Event description:
Event description boston scientific received information that during routine follow-up, device communications and telemetry were unable to be established. Additionally, this patient experienced a syncope fews days before the normal follow-up visit. External electrograms verified normal magnet, capture, and device operation. The error code appearing refers to an internal data corruption and occurs upon initial interrogation. International technical services (its) discussed various trouble-, shooting techniques, which were unsuccessful, and a hex memory download was performed. Upon review, engineering recommended that even if the stat pace will be successful, the error will not be recoverable. It was recommended to explant and return the device. The device was explanted two days later. Insignia failure mode 2 advisory population, 9/22/2005.